Manufacturer narrative:
The conmed product was not returned for evaluation/review, therefore the reported failure could not be verified and a root cause cannot be conclusively determined. A two-year review of complaint history revealed a total of (B)(4) similar complaints, with (B)(4) devices, for this device family and failure mode combination. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this failure (B)(4) percent, if all complaints were confirmed. Per the instructions for use, the user is advised the following: no modifications of this device are allowed. Misuse of multifunction electrodes, use of compromised or altered product, and/or failure to follow product instructions may result in patient burns, inadequate delivery of therapy, and/or loss of ECG trace quality. Make sure skin is dry and free of sweat, water, alcohol, etc. Do not use if packaging seems compromised. Do not fold, trim, crush, or store under heavy objects. Misuse of electrodes may cause patient burns. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during a code, the 2001m-c pad sparked, which caused redness and irritation on the patient. Although multiple attempts have been made, no information regarding current patient status or the code has been provided. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.